Event description:
The hospital's biomed reported a proximal pressure sensor failure alarm. The device was being used on a patient at the time of the reported event. It was reported that the patient was transferred to an alternate ventilator without harm or injury noted. The device was evaluated by the biomed who indicated a possible proximal pressure sensor autozero failure error code. It was confirmed that the unit enunciated an audible alarm at the time of the event. The customer has requested philips field service and repair is currently pending. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The device was evaluated by the biomed who indicated a possible proximal pressure sensor autozero failure error code. It was confirmed that the unit annunciated an audible alarm at the time of the event. The customer has requested philips field service. Additionally, further information regarding the repair has been requested from the customer. No response was received. It is unknown if any parts or repairs have been conducted.